Event description:
Doctor's office alleges that the implants are hard as rocks and there is possible leakage. Operative report states both implants were ruptured and an open capsulotomy was performed. The surgical pathology report states that only one implant was ruptured and the other was intact.